Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 160 mg/dl. A system check was performed and the occlusion appeared to be within the tubing. As tandem customer technical support (cts) was assisting the customer with changing the supplies, insulin was not observed during the fill tubing step. Another infusion set was used and insulin delivery was resumed. A correction bolus was delivered to address the bg level. Reportedly, the customer had been using apidra in the cartridge. Cts informed the customer that apidra was not labeled for use with the pump and the customer indicated that the type of insulin used would be discussed with a healthcare provider.